Event description:
It was reported that ureteral catheters had a hair in the sterile package. Per follow-up via email on 01jun2023, the product never touched the sterile field, so no harm or potential harm came to the patient.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. Visual evaluation of the returned sample noted one opened (with original packaging) and, unused bardex edelman catheter. Visual inspection of the sample noted one long strand of hair inside of the packaging. This does not meet specification per "loose foreign matter, engraved and spots >1/32¿ is not allowed". A potential root cause for this failure mode could be ¿no follow up to good manufacturing practices". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample were confirmed to exhibit the reported failure. The device had not met specifications. Visual evaluation of the returned sample noted one opened (with original packaging) and, unused bardex edelman catheter. Visual inspection of the sample noted one long strand of hair inside of the packaging. This does not meet specification which states that loose foreign matter, engraved and spots greater-than 1/32 is not allowed. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be defective/ contaminated components from the supplier. However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labelling could not have prevented the reported failure. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that ureteral catheters had a hair in the sterile package. Per follow-up via email on 01jun2023, the product never touched the sterile field, so no harm or potential harm came to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that ureteral catheters had a hair in the sterile package. Per follow-up via email on 01jun2023, the product never touched the sterile field, so no harm or potential harm came to the patient.